Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was reportedly an unrelated medical condition; however, the cause is unknown as this was not confirmed. The patient was treated with vancomycin (route, dose, frequency, and duration not reported). The patient was discharged from the hospital three days after admission. Action taken with therapy and outcome of the peritonitis event were not reported. No additional information is available.